Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a crack at the end of the tube to 15mm connector. It was reported that when the 15mm connector was going to be connected to the ventilator, the crack was found. The crack part was cut, then the 15 mm connector was inserted into the tube and connected with the ventilator. There was no patient injury.